Event description:
Health care professional (hcp) of home pt (hp) reported hp felt full, as if she were overfilled, after using the homechoice cycler for apd therapy. Hcp states that the hp went to the dialysis facility and manually drained approximately 4000ml of fluid, which is twice her programmed fill volume of 2000ml. Hcp relates the hp had repeatedly bypassed during the therapy, which included bypassing "low drain" volume alarms. Hcp states there was no pt injury or medical intervention.